Event description:
After discharge from implant, patient presented to ER physician, same day, with swelling and inflammation of neck and chest with oozing . ER physician brought the patient back into the or and drained the sites. Patient spent 5 days in ICU and was released.